Manufacturer narrative:
H3, h6: the thumbscrew was intended for use in treatment and was returned to the designated complaint unit for investigation. Visual inspection and functional evaluation were performed and determined that the tracker frame was slightly bent. The tracker thumbscrew had partially damaged threads, consistent with repeatedly overtightening the screw to the handpiece. DHR review found that no conditions which could contribute to the reported event were identified. This information reasonably suggesting that the device met the specifications when released to distribution. A complaint history found similar reports. The surgical system's user manual released at the time of the complaint provides instructions for tightening on three thumbscrews and notes to "use the wrench if needed; do not overtighten" and "do not overtighten the thumbscrews. This can damage the handpiece". Accordingly, product labeling has been ruled out as a cause of the complaint. We could confirm there was a relationship established between the reported event and the device. The device was returned and investigated. Based on the investigation, it is likely that the event occurred due to excessive force from the user when tightening the thumbscrew.

Event description:
It was reported that the handpiece tracker is broken (B)(6). Broken thumb screws and possible that screw hole is stripped. No surgery was involved